Event description:
In 2002, dr. (B)(6) performed lasik eye surgery on both of my eyes. It was necessary to perform an enhancement in 2005. On (B)(6) 2011, I had an eye exam with dr. (B)(6) who stated I now had an unstable cornea which was the reason I had trouble with my eyes focusing enough to perform my job as a customer service rep. As a result I was let go, told I could not perform the duties necessary and didn't' fit in because of my inaccuracy. I told my immediate supervisor that I was having trouble viewing the computer screen and had an eye doctor appointment scheduled. I was still let go. On (B)(6) 2011, dr. (B)(6) informed me that I had an unstable cornea which was the reason for my inability to focus my eyes especially later in the day when my eyes were tired. He told me he offered ultraviolet treatments which would strengthen my cornea and improve my vision. He told me it was not yet FDA approved but, would be in six months. His fee was (B)(6) per eye. I asked if my prior surgeries were a contributing factor and he denied any correlation. I have since researched and have found that there is a direct correlation between lasik eye surgery and corneal ectasia or unstable cornea. Dr. (B)(6) did not inform me that this was a side effect as a result of lasik surgery. Nowhere in the previous documentation from dr. (B)(6) does he mention that corneal ectasia can occur as a result of lasik surgery. I should not have to pay a physician more money to correct what he may have originally caused. I feel those doctors that hid this info from their patients should be required to fix these errors that they themselves created. They should not be allowed further monetary advancement due to their negligence. Ultraviolet therapy was advised by dr. (B)(6) as the only solution to an unstable cornea. I don't want further eye problems nor should dr. (B)(6) benefit monetarily for previous negligence.